Event description:
The customer complained of thyrotropin (tsh) and free thyroxine (ft4) results that did not match the patient's clinical condition. A patient sample was sent to the manufacturer for an investigation. The investigation did not find any discrepancies in the tsh or ft4, but did find a discrepancy in free triiodothyronine (ft3) between the cobas 8000 analyzer at the manufacturer's investigation laboratory when compared with results from a centaur analyzer. The investigation laboratory obtained a ft3 result of 1.45 pg/ml on a patient sample from (B)(6) 2014. The result from the centaur was 1.9 pg/ml. All investigation results were reported back to the customer. It is unknown if there were any adverse events. The ft3 reagent lot number was 178189; the expiration date was 05/30/2015. The investigation determined the ft3 results were below the reference ranges for both methods. A general reagent issue could not be detected.